Event description:
Subsequent to the initial report, additional reported information indicates that the two absolute pro vascular stents were implanted on 04/14/2014.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command; stent: absolute pro (8.0x100,7.0x40). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absolute pro 7.0x40 mm and absolute pro 8.0x100 mm self-expanding stent systems referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of perforation is a known observed and potential patient effect as listed in the armada 35 instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously implanted 8.0x100 mm absolute pro vascular stent and a previously implanted 7.0x40 mm absolute pro vascular stent in the concentric iliac artery with mild tortuosity, mild calcification, and 90% stenosis in (B)(6) 2014. On (B)(6) 2015 the patient presented with claudication-like symptoms. An 8.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and the balloon was inflated at the overlapping area of the previously implanted absolute pro stents. However, on the second inflation at 8 atmospheres a perforation occurred. Hemostasis was achieved using the armada 35 pta catheter by a long inflation at 2 atmospheres. Although hemostasis was successfully performed with the armada 35 pta, a non-abbott stent was implanted to seal the perforation. The procedure was completed after stenting. The re-stenosis was successfully treated in addition to the perforation with the balloon dilatation and placement of the non-abbott stent. There was no adverse patient sequela. There was no report of a clinically significant delay in the procedure. No additional information was provided.